Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "outcomes of total hip and knee arthroplasty after cardiac transplantation" written by garrett r. Leonard, ba and charles m. Davis iii, md, phd published by the journal of arthroplasty vol. 27 no. 6 2012 was reviewed. The article reports on patients that have had primary or revision total hip arthroplasty and knee arthroplasties post cardiac transplants. Data was compiled from 14 patients with 10 in tha group and 4 in tka group. Table 1 (tha group) and table 3 (tka group) lists each patient. The article does not identify tha components and only identifies depuy products with the tkas. Cement manufacture is not identified and patella resurfacing was performed in 2 of the 4 patients. Only 1 of the 4 patients experienced an adverse event. Depuy products: sigma fixed back knee system. Adverse events: patient identified as d.s. Male with r tka developed knee stiffness with limited rom of 12-90 degrees (treated by manipulation).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.